Manufacturer narrative:
Evaluation summary two used device were returned for evaluation. Device #1: visual inspection confirmed that the anchor is broken at the proximal suture eyelet, however, the broken piece was not returned with the device. Device #2: visual inspection confirmed that the anchor was broken at the proximal suture eyelet. The reporter was able to confirm the site preparation was performed according to the IFU by using bone abrasion and a 5.5/6.5 awl dilator, as indicated in the IFU for general use. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. At this time it is unclear what may have caused the user to experience the reported issue. (B)(4).

Event description:
During a rotator cuff surgical procedure using a twinfix ultra ha 5.5 w/2 ub blue & blk, it was reported when the surgeon was inserting the anchor into the bone, it broke at the tip near the eyelet where the suture runs through. The anchor was removed with a grasper. There were no reported patient injuries or complications. Additional information confirms the site prep was bone abrasion and tapped with a 5.5/6.5 awl dilator. All anchor pieces were removed from the patient; no fragments remaining or free floating in the joint. Two devices were used and the case was completed with a competitor¿s device.